Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1492, awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. The consumer reported that approximately 1 year after essure procedure her health started to fall apart and she had spent 5 years fighting to regain it. According to her, it started with sudden weight gain and prolonged periods, some as long as 21 days. She went back to the doctor and they decided to do an ablation which shortened her periods to 5-10 days but her other symptoms got worse. They included hormone issues, chemical and food allergies, gluten sensitivity, rashes, chronic hives, swelling, constipation/diarrhea, bloating, nausea, frequent urination/incontinence, night sweats, anemia, utis (urinary tract infections), candida overgrowth, dry skin, excessive hair loss, foul discharge, bleeding between cycles, dizziness, leg/foot swelling, pelvic pain/spasms/twitching, low libido, body aches, low energy, memory loss, diminished brain function, sleep disruptions. She stated that she adopted a healthy lifestyle and diet but her symptoms were getting worse and it was getting difficult to fend off depression. Product technical complaint investigation received on 15-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having prolonged periods. She underwent an ablation (interpreted as endometrial ablation). Consumer also reported diminished brain function. These events are serious due to medical significance. Prolonged periods is a listed event in the reference safety information for essure, the remaining event is unlisted. After essure insertion menses pattern changes may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between prolonged periods and essure cannot be excluded. Considering the nature of the event diminished brain function and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed (endometrial ablation). Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.